Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unknown malfunction occurred with the receiver. The patient¿s son stated that the patient¿s receiver kept displaying a reading of 100 mg/dl for about a month despite extensive troubleshooting with tech support, including replacement of sensors, replacement of 2 transmitters, and finally resolving the issue with replacement of the receiver. During that time the patient was doing manual fingerstick glucose checks, but had difficulty regulating her blood sugar and missed low alerts because the cgm kept displaying 100 mg/dl. On the morning of (B)(6) 2019, she had a hypoglycemic event with no alert and the son called emergency medical services (ems) as he could not wake her up. She was taken to the hospital and treated with glucose via intravenous (IV) therapy for a blood glucose (bg) of 35 mg/dl. She was hospitalized for monitoring until the continuous glucose monitor (cgm) issue could be resolved and was discharged on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.